Event description:
The st. Jude rep phoned to report that the ICD was unable to convert the pt from vf. The pt expired and was called to the funeral home to interrogate the ICD. Stored electrograms indicated noise on both the v-sense/pace and v-tip can tracings during high voltage charging. The diagnostics displayed several warnings for five new episodes, including hv lead impedances >200 ohms. The ICD will be returned for analysis.